Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the stimulator would "quit working" if the patient moved to a certain position. It was stated that if the patient sat up straight it would not work, but if the patient leaned back it would start working again. It was reported that the patient used the programmer to increase the setting, and this would put stimulation to where the patient could feel more, but "it still seemed to loose contact". It was not clear what "seemed to loose contact" meant. It was stated that there was no known accident or incident related to the issue. It was noted that the patient "just recently" started to notice this. It was reported that there was no falls or trauma, but the patient had "pulled a couple things". It was stated that the stimulation was not covering the back area, but was only in the patient's legs and at times "it did not work down the legs". It was reported that the patient had a reprogramming appointment in four days. Additional information received from the health care provider (hcp) reported that the cause of the event was a decrease in swelling at implant. It was also stated that the patient did not fully understand how to charge battery. There were no abnormal impedances. Reprogramming was done and it was stated that the patient had "excellent coverage". It was reported that the patient did not require hospitalization and there was no patient injury.